Event description:
Patient was prepped with phisohex and alcohol for liposuction. Holes were closed with r1547 steri-strips, gauze, and paper tape. The next day, patient developed raised, red, itching under 15 strips and removed them. Treatment with topical and oral benadryl was not successful. Treatment with medrol dose pack was successful.

Manufacturer narrative:
Product labeling states the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on health volunteers.